Event description:
The patient has been recommended for an asr revision, but has not yet been revised. It is reported that the patient is scheduled for revision due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.